Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy procedure, the device did not fire and stopped, the surgeon able to press the green button but unable to squeeze the handle.